Event description:
It was reported that the patient was currently in the hospital following a pain pump trial with bupivacaine and fentanyl that occurred on (B)(6) 2013. The patient reportedly had a horrible headache and back pain. A blood patch was done on (B)(6) 2013 and the patient was scheduled for another blood patch on (B)(6) 2013. The patient was scheduled to have a trial done on (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).